Event description:
Smiths medical international, ltd., has been notified of an event of where the user alleges loss of pressure and drooling/sialorrhea (excessive saliva in the mouth). No adverse effect reported.